Event description:
It was reported one of patient's leads had high impedances preventing the ipg from entering MRI mode. Investigation was unable to identify which lead. To address the issue, patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.